Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone boot came off the tip when the assistant was cleaning it off in the middle of the procedure. Nothing fell into the patient. No patient harm. A replacement device was used to complete the procedure.

Manufacturer narrative:
Trackwise # (B)(6). Updated section: d10, g4, g7, h2, h3, h6, h10. Corrected section: d4-exp. Date ¿ 11/13/2020 the device was returned to the factory for evaluation on (B)(6)2020 . An investigation was conducted on (B)(6)2020 . A visual inspection was conducted. Signs of clinical use and evidence of heavy blood was observed on the harvesting handle. Signs of blood was also observed on the jaws of the harvesting tool. The clear silicone insulation on the cold jaw was observed to be peeled away from the base of the cold jaw, exposing the metal base. It was also observed that the silicone insulation on the tip of the cold jaw was peeled with detachment. The peeled silicone was not returned for evaluation.an engineers evaluation was conducted in regards to the heater wire. No evidence of damage to the heating element (bent wire). (See attached engineer evaluation email). Based on the returned condition of the device, the reported failure "peeled; jaw" was confirmed. Specific actions for the reported failure mode "peeled" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone boot came off the tip when the assistant was cleaning it off in the middle of the procedure. Nothing fell into the patient. No patient harm. A replacement device was used to complete the procedure.